Event description:
The patient reported that they were at a regular doctors visit when they showed the doctor their site. The doctor advised the site was very irritated. They suggested to stop using the site and they prescribed an ointment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.